Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the lead 977a260 vectris mrics compact, a high impedance issue was observed. Additionally, the patient's battery was dead at the time of surgery, preventing the acquisition of exact impedance values. During the procedure, it was determined that one of the leads was not functioning properly, and it was subsequently replaced. Troubleshooting was performed using a wireless external neurostimulator to identify the non-working lead. The issue was resolved, and no adverse outcomes or patient complications were reported as a result of this event.